Event description:
The customer reported that the insulin pump displayed a motor error alarm and an additional error alarm. Customer stated that the motor error alarm occurred while she was filling the reservoir. Blood glucose level was 315 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.